Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 457 mg/dl at the time of the incident. The customer¿s current blood glucose level was 315 mg/dl. Customer stated that they were not feeling ok to performed troubleshooting for high blood glucose level. Auto mode feature was used at the time of event. The device will not be returned for analysis.